Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that alleges the customer's pump was heated causing the insulin to "gel". Reportedly, there were no temperature alarm observed. The customer's blood glucose level was impacted (greater than 500 mg/dl).